Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test, and reset error test. All operating currents were within specification and the off no power alarm functioned properly. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window, cracked reservoir tube lip and a cracked case at a display window corner.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error 4 or 5 times in the past month. The customer did not recall the blood glucose reading. The drive support cap appeared normal. The insulin pump had been exposed to a MRI machine. The alarms had occured during a bolus and the customer reported he was able to complete the rewind. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer reported that he would get a new insulin pump through the va.